Event description:
During a total knee replacement, at the end of the case, staff noticed one tooth from the cutting blade was missing. Surgeon washed out wound and took x-rays, the tooth was not in the patient. Case completed, no patient harm or case delay.

Manufacturer narrative:
Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record revealed no complaint related issues. Device shows marks of forcible use. One tooth is broken off; the others are blunt and damaged and appear to have been damaged during a mechanical over loading situation. Complaint is not manufacturing related. The reported lot number could not be confirmed.